Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for leg pain/back pain/non-malignant pain indications for use. It was reported that the patient was having an issue with the pump controller. The patient stated that when the patient was using the pump, it kept telling them to reset and the controller gave them an error code. Additionally. It took 10 minutes to establish a connection and deliver a bolus. The patient was getting an application restart error and has gotten this four times today. The agent walked the patient through clearing the data and restarting the application. The patient was able to successfully connect to the pump and request/receive a bolus. The patient stated that is way faster after troubleshooting and will monitor and call if continues. The troubleshooting steps that were taken on the call resolved the issue. The patient was sent a communicator in the past.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the cause of the error code was unknown. The handset issues started in january 2025. However, after troubleshooting the issues were resolved.